Manufacturer narrative:
The device was returned to the service center for evaluation . A visual inspection was performed on the returned device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found the teflon pad separated with signs of charred marks at the distal tip jaw with metal exposed. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. The device was attached to the usg-400/esg-400 and passed the probe check was performed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, the teflon pad on a hand-piece became loose. It did not fall into the patient. The procedure was completed with a similar device. There was also no patient injury. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.